Manufacturer narrative:
A lot review did not substantiate the finding of multiple elevated cardiac markers. Deficiency not established. There are no used devices to be submitted. Tss indicated that without the used device it will be difficult if not impossible to determine the root cause. Customer will report any other problems. Tss will share any findings or recommendations that come from the investigation. An issue could not be verified within the collective test results assessed within batch records. No other complaints have been registered with lot w43571. A recommendation for corrective action cannot be made based on this issue.

Event description:
False positive results on ckmb (>80 ng/ml), myoglobin (>500 ng/ml), troponin I (tni) (>30) on one device; results on second device and roche integra are normal. No info provided on pt status. Falsely elevated tni results may lead to invasive procedure or medication.